Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. It was noted the patient last charged and had stimulation approximately 2 months ago. The sjm representative met with patient and was also unable to establish communication between the patient's ipg and other external devices. In addition, the programmer displayed a communication error. The patient plans to undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure and the issue is resolved.